Manufacturer narrative:
Concomitant medical products: d314drg, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) l ead were extracted in order to treat the patients recurrent systemic infection. No further patient complications have been reported as a result of this event.